Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components - reason not reported.

Manufacturer narrative:
Upon review of all available information, the pain and loosening resulting in the revision reported was likely due to micromotion in the joint with normal use and/or implantation at an improper varus/valgus knee alignment. Pain and tibial loosening are known risks in any total joint surgery. This device was used for treatment, not diagnosis. Postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a patient experienced a revision of knee components 16 months after implantation for pain and possible tibial loosening. No other information was reported or available. Devices were not returned. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00394, 1038671-2018-00395, and 1038671-2018-00397.